Event description:
It was reported, we have a patient who had a tibia osteotomy with numelock. The patient received the usual follow-up treatment. After some months, the patient still had pain. It turned out that two screws broke.

Manufacturer narrative:
Additional information has been requested, and if received, will be provided on a supplemental report.